Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient¿s hernia repair surgery and pd therapy on the liberty select cycler. There is no documentation in the complaint file to show a causal relationship for this hernia. Additionally, there is no allegation of a machine malfunction or deficiency related to the hernia event. Hernias are a known complication of pd therapy as a result of increased abdominal pressure and deteriorated connective tissue. It is unknown if the hernias were pre-existing prior to initiation of pd therapy as this patient is documented to have a history of hernias. Based on available information the cause of the hernia cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Medical records received on (B)(4) (page 16) indicate the patient was hospitalized for hernia repair.